Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed potassium (k) result for a 41-year-old male patient when running on the architect c16000 processing module. The following data was provided: initial results (mmol/l): k = 2.41. Repeat results (mmol/l) k = 4.52. The customer¿s reference range was: k: 3.5-5.3 mmol/l. There was no impact to patient management reported.

Event description:
The customer reported a falsely depressed potassium (k) result for a 41-year-old male patient when running on the architect c16000 processing module. The following data was provided: initial results (mmol/l): k = 2.41. Repeat results (mmol/l). K = 4.52. The customer¿s reference range was: k: 3.5-5.3 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. As part of the troubleshooting the same sample was rerun on the same instrument and same reagent lots and generated higher results. The quality controls were performing within the expected ranges, which shows that the assays were performing as expected. A ticket search by lot number did not identify any increase in complaint activity that was related to the complaint issue. A review of ticket trending was performed, and no trends were identified that were related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations related to the lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect c16000 processing module, serial number (B)(6) and the conc ict diluent reagent lot 02346un23 were identified.